Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a broken tip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during central processing, and the fenestrated bipolar forceps instrument was inspected prior to use with no damage noted. There was no evidence of the instrument jaw/hinge being dislodged, but the tip was broken off. No fragment fell in the patient as the issue was found during central processing.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip tip at the base of grip. A piece approximately 0.532" x 0.179" was found to be broken off. The broken piece was not returned. Additionally, the fenestrated bipolar forceps instrument was found to have dried residue around the clamping pulley cable groove. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.